Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason. No further information has been obtained.